Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead would only pace if programmed in a pacing configuration with the right ventricular (rv) lead's ring electrode. The lead remains in use. No patient complications have been reported as a result of this event.